Event description:
This device was explanted due to eos. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, showing an eos battery status activated on october 30, 2022, with 242 charging cycles recorded in the devices memory. The device was subjected to electrical analysis, and the eos status was reset with a technical programmer. Subsequent interrogation confirmed the eos battery status. Analysis of available iegms revealed disturbances in the ventricular channel (episodes 129-155). A minimum of 128 inappropriate charging cycles were identified; however, no inappropriate shock deliveries were observed. Hence, the amount of charge taken from the battery was verified and the battery condition was found to be as anticipated. In conclusion, the analysis confirmed activation of the eos battery status on october 30, 2022. The eos battery status was found to be as anticipated based on the amount of charge taken from the battery. The analysis revealed no indication of a device malfunction.